Event description:
Hcp reports pt hospitalized for evaluation of lack of pain relief since implant of the pump. Pump accessed for refill in the hosp - 18 ml residual found. Pt experienced no symptoms of withdrawal - only lack of pain relief. Testing of pump system is in progress - rotor study is scheduled. Pt is stable but without relief. Has been discharged from hosp.